Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The visual inspection and interrogation results were normal. Device image download successful or attempted no anomalies were noted. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented to the hospital with pocket infection. The implantable cardioverter defibrillator (ICD) was explanted.